Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with implantation of an unknown gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant. As a result, the patient underwent removal and replacement with artoura breast tissue expanders on (B)(6) 2021. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01892 for the contralateral event.

Manufacturer narrative:
On april 05, 2022, the mentor analysis lab received the suspect medical device. The returned device was a becker tissue expander. The device reported in this complaint was not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, events that involve these devices would not need to be reported as mdrs. As such no further information will be reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 09, 2022, mentor received additional information. The patient's age at the time of the event was provided as well as the date the problem was observed. Manufacturer¿s reference number: (B)(4).